Event description:
While in-servicing at this facility, the area representative was made aware that some of the nurses have observed the "cilia-like" flaps on the tiger 2 nasojejunal feeding tube appear to harden and become more "barb-like" after being in the patient, therefore when they remove the tube they are noticing increased nasal bleeding compared with other nasal feeding tubes that are also removed through the nose. It was mentioned that many of these patients are on blood thinners, anti-coagulants, or have low blood platelet counts, however, the fact that they were seeing increased bleeding with removal of our nj feeding tube compared with other nj and ng feeding tubes was cause for concern. The bleeding eventually subsided with each case and an ent did not have to be called for consult for further action. The facility is requesting advice on if there was anything they could do to avoid this. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) (hardening of the tubes is not labeled). No product was returned to assist in our investigation. Quality control verifies the length and placement of the tiger 2 flaps. The product is shipped with an IFU which states the intended use, contraindications, precautions, and potential adverse events associated with the device. Additionally, the IFU states, "when removing the tiger 2 self-advancing nasal jejunal feeding tube through the nose or mouth, proceed very slowly." Design verification testing was completed after accelerated aging to show that the flaps do not create excessive resistance during removal. Design validation/simulated use testing was completed using simulated gastric fluid, intestinal fluid, and feeding solution. We are unable to determine what may have led to this failure. We will continue to monitor for similar complaints and have notified the appropriate personnel. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment was updated in response to this complaint. Per the conclusion of qera no further mitigating actions are necessary at this time.